Manufacturer narrative:
MDR follow-up #1 provides the results of the instrument evaluation for the hemochron signature elite, serial number (B)(6). Method code: 10 actual device was evaluated. Results code: 213 no failure detected. Whole blood liquid qc was assayed and results were found to be within specification and close to the mean; electronic qc passed as well. Conclusion code: 67 no problem detected.

Event description:
Follow-up #1.

Manufacturer narrative:
(B)(4). Method: analysis of production records. No ncs or capas related to the instrument. Main pcb replaced in july 2015 for an unrelated complaint. Results: no findings available. Conclusion: conclusion not yet available. Accriva diagnostics has requested all data required for form 3500a. This is the initial 30-day report that precedes the instrument evaluation. MDR 2250033-2018-00029 follow-up #1 will be submitted after the device is returned to the manufacturer and the evaluation is completed.

Event description:
Healthcare professional reported that a hemochron signature elite and low-range act system reported inconsistent patient results. The patient suffered an acute coronary event, was successfully resuscitated and was started on intravenous heparin during an emergency pci and stent placement. The target act was >200 seconds. The first 2 blood samples generated outside reportable range (oor) high errors, the second of which was considered suspicious. A second dose of intravenous heparin was given and the act result was reported as 164 seconds, which lower than expected. A back-up hemochron signature elite was utilized for the remainder of the procedure using the same lot of low-range act cuvettes. Two blood samples were subsequently drawn for act measurements and both reported values were >200 seconds as was expected. Electronic and liquid qc passed prior to the procedure. No bleeding or other medical complications were reported.